Manufacturer narrative:
Updated data: a.3a. Sex: a.4: weight in lbs: b.2: outcome attributed to adverse event b.5: event description h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported subsequently, 16 days later, another manufacturers transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as severe aortic stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a mosaic tissue valve presented with chest pain, syncope, and dizziness. The patient was being assessed for another valve replacement. Consideration was being given to a transcatheter valve inside the mosaic valve. No patient complications have been reported as a result of this event.